Manufacturer narrative:
(B)(4). The event occurred on an unspecified date at the start of summer 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of a large volume intermate was detached from the tubing. The cap was reportedly present in the packaging. This was noticed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information:the lot was manufactured from february 5, 2015 ¿ february 6, 2015. One unit was received for analysis. Visual inspection noted the blue winged luer cap had been detached from the distal luer. Duplication of the reported condition was attempted by manually tightening the blue winged luer cap onto the distal luer. The blue winged luer cap did not detach when the device was manually shaken inside a plastic bag. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.